Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that the no disposable alarm occurred. The pump showed a remaining volume of 56.5 ml and a total volume given of 493.55 ml. The medication infused at the time of event was 5fu(5-fluorouracil). The event occurred during infusion, with patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.